Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date in (B)(6) 2025 and involved a tego connector. It was reported that tego did not have a proper connection, and that they shuttered, bearing the danger that these shuttered parts could enter the patient's blood stream. The rubber part was cut off the product during priming and infusion. There was an involved patient that was unaware of the problem.

Manufacturer narrative:
D9 - date returned to MFR: 27apr2026 investigation summary five (5) new. List #d1000, tego¿ connector, appx 0.05 ml; lot #14376313 were returned for evaluation. As received, no damage, anomalies, shattered pars or cracks along the sets were observed, no mating device was returned for evaluation. The brand new samples were leak and vacuum tested and met the product specifications. The male luer met the iso design specification. The complaint of disconnection / loose connection could not be replicated using the new tego samples. However, based on the lot number and the described failure mode, the complaint is confirmed. The probable cause was due to an inconsistent amount of silicone lubricant on the tego seal and adhesive not being applied consistently at the specified points on the housing according to procedure. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.